Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer display was not responding to touch properly. The current status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comments that the programmer display required calibration. It was also indicated that the upper and lower bullets are worn/missing, the tip of the stylus was loose and not working correctly, the keyboard was damaged, the front latch base frame keyboard was broken, the keyboard was damaged, the bezel had a minor damage (scratch), the home automated switch plate (hasp) display left was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.